Manufacturer narrative:
The index procedure was an elective case. The pt was noted to have two vessel disease and an ejection fraction of over 50%. Lesion #1-1: the target lesion was the mid lad. The lesion was reported to be: de novo, type b2, 80% occluded, 2.5 mm in diameter, 20 mm in length, smooth, concentric and with little or no calcification or thrombus present. The lesion was pre-dilated with a 2.5x20 mm balloon at 10 atm. A cypher select 2.5x23 mm stent was implanted at 8 atm and overlapping by one (1) mm a previously implanted stent in the proximal lad. The residual stenosis was 0%. Lesion #1-2: the target lesion was the proximal circumflex. The lesion was reported to be: an in stent restenosis (isr) of a previously implanted bare metal stent (bms), type b2, 80% occluded, 3.5 mm in diameter, 8 mm in length, irregular, eccentric and with little to no calcification or thrombus present. The lesion was not pre-dilated. A cypher select 3.5x18 mm stent was implanted at 20 atm. The residual stenosis was 0%. The product is not available for evaluation and testing. Please note that device is distributed outside the united states, however, it is similar to the united states product. The clinical impression has been amended to reflect new or corrected info. A 65 year old male pt with a history of hypertension, hyperlipidemia, previous pci (bms in proximal lad/proximal circumflex), diabetes and previous mi experienced restenosis four months post cypher stent implantations. Initially, the pt was admitted with unstable angina and underwent an elective angiogram that revealed an lvef or over 50% and lesions in his mid lad and proximal circumflex. This pt's history puts him at increased risk for mace. Pre procedural medications included asa and plavix; while intra procedural medications included asa, plavix and unfractionated heparin. Gpiibiiia were not administered during the procedure. The performance or recording of acts was not reported. The mid lad lesion was described as de novo, type b2, 80% occluded, 2.5 mm in diameter, 20 mm in length, smooth, concentric and with little or no calcification or thrombus present. The lesion was pre-dilated prior to the placement of a 2.50x23 mm cypher stent at a maximum inflation pressure of 8 atm. According to the IFU, this is below the nominal pressure for the deployment of a cypher stent. Of note, this stent was placed slightly overlapping the previously implanted stent in the proximal lad. The treatment of this lesion was completed with a residual stenosis of 0%. The proximal circumflex lesion was described as an isr, type b2, 80% occluded, 3.5 mm in diameter, 8 mm in length, irregular, eccentric and with little to no calcification or thrombus present. The lesion was not pre-dilated prior to the placement of a 3.50x18 mm cypher stent at a maximum inflation pressure of 20 atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. The treatment of this lesion was completed with a residual stenosis of 0%. The pt was later discharged on medications that included asa and plavix. One month after the index procedure, the pt remained asymptomatic. Four months after the index procedure, the pt experienced unstable angina. A repeat angiogram revealed a focal 90% of the 2.50x23 mm cypher stent implanted in the mid lad, an isr of the pre-index bms stent in the proximal lad and an 80% stenosis of the first diagonal. The cypher stent in the proximal circumflex was noted to be stenosis-free. The mid lad lesion was treated with cutting balloon, the proximal lad was treated with the placement of a non-cordis des and the first diagonal was treated with ptca. The pt was discharged from the hospital two days later. The products remain implanted in the pt and are thus, not available for evaluation. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. These events were reported to be unrelated to the cypher stents and highly probably related to the index procedure. There are pt, procedural and pharmacological factors that may have contributed to these events. Please note that this is the initial/final report for this product.

Event description:
The report received from the registry indicated that approx four (4) months after the index procedure, the pt experienced unstable angina. Coronary angiography was done and a focal 90% stenosis of the previously implanted cypher select 2.5x23 mm stent was observed as well as an 80% stenosis in the first (1st) diagonal branch. The stent was implanted in the mid left anterior descending (lad) coronary artery target lesion. The other cypher select stent implanted in the proximal circumflex target lesion was noted to be stenosis free. The restenosis was treated by angioplasty using a cutting balloon. The proximal lad was treated by placement of a non-cordis drug eluting stent (des). The 1st diagonal lesion was treated by balloon angioplasty. The pt was discharged two (2) days after the intervention.